Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt fell and created peri-prosthetic fracture of the femur so the doctor revised it."